Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient had not been able to adapt to the left eye halos from the company lens. The lens was exchanged for another lens model 05 months 17 days following the initial procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).